Event description:
Reportedly, upon firing the instrument, the staples didn't fire at all. The surgeon rectified this by opening another unit and proceeded as usual. No permanent damage to patient. Rather than stapling part of the gastrotomy closed, due to the poor nature of the tissue, the closure damaged tissue. As a result rather than a small part of the stomach being removed, a subtotal gastrectomy had to be performed followed by a rox-en-y. The patient is left with a very small gastric pouch. Current patient status: ok.

Manufacturer narrative:
11/01/2004 initial report sent to FDA. This complaint was re-evaluated and determined to be a malfunction.